Manufacturer narrative:
(B)(4). The reported condition of alarm 94 was confirmed during device evaluation. The device was serviced on-site by a field service technician. During on-site evaluation, visual inspection was performed with no issues noted. The cause was determined to be a damaged battery. The battery was replaced to correct the reported condition and no further action was required for the reported alarm as the device passed all subsequent testing. The device was returned to the customer in good working condition.

Event description:
This is a report of a customer who had a f-94 alarm on a flogard infusion pump. There was no patient involvement. No additional information is available.